Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported false detection of a loaded set which was confirmed and reproduced during evaluation. During the evaluation, the reported symptom was determined to be caused by a failing downstream sensor. The downstream sensor was replaced.

Event description:
It was reported that a spectrum pump falsely detected a loaded set in the medical surgical care area during setup. It was also reported there was no patient involvement.